Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error.

Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 81-year-old male with a pre-support clinical state consistent with scai shock stage c underwent pre-operative impella 5.5 support via right axillary/subclavian surgical access. During support, the device was reported to be functioning as intended at p-4 with flows of approximately 2.5 l/min using a d5w sodium bicarbonate purge solution. The patient, who had been ambulatory, experienced a position in aorta alarm after sitting down abruptly; waveform changes were noted with absence of motor current waveform. Imaging via echocardiogram confirmed appropriate device position (approximately 5.1 cm). Subsequently, the patient developed hemolysis, identified by tinged urine, despite therapeutic anticoagulation with heparin. A suspected cannula clot was considered after waveform normalization following clinical intervention. Prior to CABG, a high purge pressure/purge system blocked alarm occurred. Troubleshooting steps, including p-level reduction, did not resolve the issue. The device was removed and replaced intraoperatively with a new impella 5.5 via direct aortic graft access due to concern for potential thrombus. The patient underwent CABG and remained in critical condition on continued support (pump 2). The reported hemolysis and purge system blocked alarm were likely associated with a suspected thrombotic obstruction within the pump or cannula despite therapeutic anticoagulation. The device was replaced as a precaution during planned surgical intervention. A causal relationship between the device and the reported hemolysis cannot be definitively excluded.